Event description:
It was reported to st. Jude medical that the ICD delivered inappropriate therapies due to noise. After some positional testing by the pt, it was noted that there may be an issue with the lead insulation. The decision was made to explant the lead.